Manufacturer narrative:
(B)(4). The analysis results found that the cdh29a device arrived in good visual condition. The breakaway washer was not present, and there were no staples present. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. A batch record review was performed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was unavailable: where within the gap setting scale was the orange indicator prior to firing: --- no information; what confirmation was received that the device was fully fired: --- no information; were there any staples missing from the staple line: --- no information; did the device cut: --- yes; was the cut line fully circumferential around the target tissue: --- no information. The sales rep reported the additional information and the washer was uncut; if the device fully cut, were all tissue layers present in both donuts when inspected: --- no information; what was the appearance of the donuts: --- no information.

Event description:
It was reported by the sales rep that during a lap anterior resection, the staples of the lateral side were loosely b-formed and mucous membranes were exteriorized. The device was used between the colon and the rectum. The anastomosis site was recut and anastomosed again with another device. There were no adverse consequences to the patient. After the operation, it was found that the washer had uncut.